Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted urology simple prostatectomy surgical procedure, the nurse reported to technical service engineer (tse) with patient under anesthesia to report that they had encountered an error c-34 message on the erbe generator. Tse confirmed there were no other types of equipment that could interfere. The customer power cycled the generator plugged the power cable out of the erbe generator and checked that the cautery cables were not interfering with each other however the issue persisted. The customer further power cycled the system mid-procedure hard power cycle with emergency power off (epo) and tse confirmed it was. The customer confirmed the valley lab force triad generator with the esm, and tse informed they are not validated for use together. The procedure was converted to dv multiport with no reported injury.

Manufacturer narrative:
During the power-on test, the c-54 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to electrical issues due to a defective generator.

Event description:
Refer to h11 for follow-up information.